Event description:
The customer observed two elevated advia centaur xp troponin ultra (tni ultra) results that did not match repeat test results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant results.

Manufacturer narrative:
The cause of the non-reproducible, elevated advia centaur xp troponin ultra results is unknown. A siemens field service engineer went on site and performed a total service call protocol and verified all assembly alignments and configurations, system dispense volumes and temperatures. Preventative maintenance was also completed. No conclusions can be drawn. Quality control results were within range at the time of the non-reproducible results. The system is operational and performing to specification. The summary and explanation section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."